Manufacturer narrative:
It was reported that the right ventricular (rv) lead was retained by the explanting hospital. This report will be updated if lead is returned and analysis is completed.

Event description:
Boston scientific received information that this patient reported to the clinic due to an inappropriate implantable cardioverter defibrillator (ICD) shock. It was also noted that several rounds of anti-tachycardia pacing (atp) had been delivered. The right ventricular (rv) and right atrial (ra) leads connected to this ICD were not sensing the patient's cardiac signals. Thresholds were elevated in both leads. Impedances were within range for both leads, although it was noted that shock impedance had increased suddenly by approximately 30 ohms. Noise was noted on the rv lead, which appeared to be due to myopotential oversensing. It was determined that the patient was experiencing twiddler's syndrome, which had resulted in both leads becoming dislodged. The ICD was temporarily programmed to turn off therapy and was subsequently explanted, along with both leads. The patient was referred for implant of a leadless pacemaker due to recurrent twiddler's syndrome. No additional adverse patient effects were reported.